Event description:
It was reported that the patient presented to emergency room (ER) with multiple inappropriate shocks due to noise. The right ventricular pace/sense lead impedance was high. The device detections were turned off. The lead will be replaced pending on the patient's decision. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.